Event description:
It was reported that the instrument's access door hinge assembly spring became detached after the customer opened the door. The spring landed on the floor about 25 feet from the instrument. There was no report of adverse event associated due to this failure. Patient results were not impacted; test results were not delayed or withheld.